Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds and low sensing. The physician suspects a possible lead fracture. The lead was replaced.